Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and the clinical investigation reveals the following. Based on the 22 pages of medical records info and a review of the documentation in the complaint info system. It appears that the pt was hospitalized for (B)(6) from (B)(6) 2014 through (B)(6) 2014. The pt has a history of noncompliance with her peritoneal dialysis treatments and is blind. Her mother performs the treatments for her and due to the pt's noncompliance she receives peritoneal dialysis 5 times per week. The pt's pd rn stated that she believed the peritonitis was a result of poor aseptic technique. The pt and her mother will receive re-training for proper aseptic technique white performing pd. Peritonitis is a known complication of peritoneal dialysis, usually caused by a break in aseptic technique. It is undetermined dialysis, usually caused by a break in aseptic technique. It is undetermined if there is a reasonable suspected causal relationship between the product and the peritonitis event. The plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of investigation.

Event description:
A peritoneal dialysis registered nurse (pd rn) called technical support for the pt's cycler replacement history. At that time, the nurse reported the pt had two episodes of peritonitis, "in the past 6 weeks" and the nurse wanted to know how many cycler replacement she had received. According to the pd rn, she suspected the peritonitis was due to a breach in aseptic technique. According to the medical records received, the pt who is legally blind, reported having diarrhea for a few days prior to (B)(6) 2014. On that date, the pt's caregiver noticed the effluent was cloudy and telephoned the pd rn. The pt was directed to the emergency room and subsequently was hospitalized for one week, with a diagnosis of peritonitis. The pt received antibiotics, vancomycin and gentamicin, was discharged home on (B)(6) 2014 and continued on antibiotics ip (intra-peritoneum) while continuing on continuous cycling peritoneal dialysis. There were no leaks during treatment reported or alleged and a search of the complaint info system confirmed this.